Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation (scs) device. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.